Manufacturer narrative:
(B)(4). The insulin pump passed basic occlusion test and displacement test. No motor error alarms were noted. However, unable to prime the device during prime test due to faulty force sensor resister. The motor was tested outside the device and passed. The sensor feature working properly. The device was received with cracked case at display window corners and with severely scratched lcd window.

Event description:
Customer reported the insulin pump alarmed motor error alarmed during basal. Customer's blood glucose was unknown. Customer does not recall any previous significant event that may have caused the device to alarm. The device was not exposed to MRI. Alarm was cleared. Customer was advised to disconnect from the device. Customer does use the sensor feature. Customer was advised about false motor error alarms occurring, if customer tried to see the sensor glucose graph while bolusing. Customer was able to rewind the device. Customer was advised to discontinue use of the device and revert to back up plan. No further information reported.